Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer miscalculated the amount of carbohydrates eaten subsequently, the bolus requested and delivered was larger than anticipated. The customer's blood glucose was 55-56 mg/dl which the customer closely monitored after extra insulin had been delivered.